Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was connected to a test handpiece and generator and functional testing was performed. There were no anomalies noted with the functionality of the device. Our 'instructions for use' state in section 2' principals of operation/power levels: 'with all instruments except the ball coagulator, use a higher generator power level for greater tissue cutting speed and a lower generator power level for greater coagulation. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors including the power level selected, instrument characteristics, grip force (when applicable), tissue tension, tissue type, pathology, and surgical technique.'

Event description:
It was reported that during a laparoscopic left hemicolectomy procedure, the surgeon uses the max button with power five shown in the generator screen. While the surgeon intended to cut the tissue with normal thickness, cutting effect was observed but sealing effect was not obtained, bleeding was observed instead. Therefore, the surgeon changed to another harmonic ace with another lot, the problem was solved. In the same case, the surgeon used the stapler to perform a side to side anastomosis in the colon. The surgeon closed the anvil to the normal thickness tissue, the stapler failed to fire and the reload is locked in the proximal position. Then the surgeon changed to another stapler and the problem was solved. There were no adverse consequences for the patient.